Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018 during an osteosynthesis surgery for the metacarpal fracture a drill bit, a stardrive screwdriver shaft and an unknown screw were all in question. After drilling, when the surgeon was inserting the unknown screw, and discovered that the drill bit was broken. The surgeon removed the half-inserted unknown screw using the stardrive screwdriver shaft. Thus, the unknown screw was firmly fixed, the shaft and the head of the unknown screw became deformed. The surgeon managed to remove the unknown screw and the fragments of the drill bit from the patient. The surgery was completed successfully by inserting another screw. There was a delay of less than 30 minutes reported. It was unknown if there was an adverse event to the patient. This complaint involves two (2) devices. This report is for one (1) drill bit ø1.1 l56/39 f/core hole. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: part 03.130.202, lot f-18999: manufacturing site: selzach. Supplier: sphinx ag. Release to warehouse date: december 17, 2015. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material criteria at the time of release with no issues documented during the manufacturing process. Material 1.4112 was used with correct hardness after procedure and documented in certificate of compliance (coc) from supplier. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: a portion of approximately 7 mm on the tip is broken off. The cutting lips and the margin side walls are worn. The drill bit diameter was checked and was found to meet the specifications. The cause of the complained malfunction is a post-manufacturing caused breakage/damage due to mechanical overload to the device. The manufacturing documents were reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. The condition of the received drill bit agrees with the event description and the complaint therefore is confirmed. The visual wear and damage on the drill bit with a delicate diameter of 1.1 mm and associated with the damaged condition of the two other impacted products, coincide and provide evidence that at the time of surgery the device was subjected to mechanical overloading. A probable reason for the damage possibly was a metallic contact or blocked flutes because of bone material. For effective chip removal from the point, it is necessary to withdraw the entire drill from the hole at frequent intervals to avoid chip congestion. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.